Manufacturer narrative:
The devices subject of this complaint were returned to steris endoscopy for evaluation. Review of the two devices showed that both handle shafts were significantly bowed inward indicative of the application of excessive force by the user and/or actuation of the device with the handle at an extreme angle in relation to the sheath. The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. Statements in the instructions for use include: "the following conditions may not allow the device to function properly or cause patient injury: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." Steris endoscopy offered in-service training to the user facility on the use of the exacto cold snare; however, the facility declined. No additional issues have been reported.

Event description:
The user facility reported via medwatch report (B)(4), that during a patient procedure their exacto cold snare handle broke into two pieces. User facility personnel utilized another device, and the patient procedure was completed successfully. No report of injury.